Event description:
It was reported that during an implant procedure the lead slid back in the vein, resulting in unacceptable threshold measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors were distorted and had blood/body fluid (not obstructed). Damage at implant was also noted.